Manufacturer narrative:
Investigations have confirmed a leak in the handle of the catheter is caused by the lumen breaking at the edge of the catheter handle in the protecting tube. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. A quality improvement project was initiate to address this issue. Date report submitted to FDA by manufacturer: (B)(4) 2011. Date the initial reporter provided the information to the manufacturer: (B)(4) 2011.

Event description:
It was reported that there was a handle leak while using the catheter. The physician noticed the leak because the operating field was wet. Although there was a leak, the cooling function still worked, no temperature increase was observed. The physician decided to exchange the catheter for another device to continue the procedure. There were no consequences to the patient.